Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 7.0x30 express&#59404;ld iliac / biliary stent was advanced to treat the target lesion. However, the stent started to come off the balloon too quickly and was instead deployed in a different location. The procedure was then completed with another stent. No patient complications were reported.